Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a diabetic ketoacidosis and gastroparesis. The insulin pump had a crack on the top right corner of the display, scratches on the display, and another crack on the threading of the reservoir compartment. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.